Event description:
It was reported the patient had stimulation problems. It was noted the patient had not had their device on for over a year and maybe longer than that. It was stated it was pulsating their leg and it was driving them nuts. Reportedly, the patient went back to their doctor but they didn¿t do anything and their manufacturer representative gave the patient new batteries for their programmer and showed them how to use it. It was noted the patient just couldn¿t take the pulsating in their leg all the time.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-41, lot# v389415, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-41, lot# v389415, implanted: (B)(6) 2010, product type: lead. (B)(4).